Event description:
A pt capillary sample was tested, using the suspect device, with results of 588 and 574 mg/dl (back-to-back tests). An additional venous sample was obtained, from the same pt and when tested in the facility's lab, 19 minutes later, measured 446 mg/dl. Pt was not treated based on the results obtained on the suspect device. Reporter indicated that, once the lab value was received, pt was treated with 10 units of fast-acting insulin. Quality control testing had reportedly been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.